Event description:
A pt death in 2005, due to a myocardial infarction (mi). Reportedly, the death was probably device related; however, this is being conservatively filed. No additional info was available.